Manufacturer narrative:
The cadiere forceps instrument has not been received for failure analysis investigations.

Event description:
It was reported that during a da vinci assisted procedure, the cadiere forceps instrument was opened with the instrument release kit (irk). It was reported that this event occurred during an emergency. It is unclear what the reported emergency was. The procedure was then converted/aborted, reportedly due to anatomical reasons.